Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the pfc board had signs of electrical over-stress. Replacing the pfc board resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system was not functioning as designed and were having an issue with batteries. There was no patient present at the time of the issue.

Manufacturer narrative:
The suspect power switching board assembly and battery charger were returned for evaluation. There were no issues found with the returned parts. The suspect battery charger 1 was returned for evaluation. Analysis was unable to confirm the complaint. It was noted that the visual inspection showed discoloration of the capacitors, showing wear and/or stress or fatigue of the component.

Manufacturer narrative:
The motor battery charger for the imaging system was returned to the manufacturer for analysis. Analysis found that a known operation imaging system would not perform acquisitions with the charger installed. Analysis found that the reported event was related to an electrical issue. The pfc board for the imaging system was returned to the manufacturer for evaluation. Visual inspection noted that there was evidence of electrical overstress. The interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing failed as the cable length c measure less than designed.